Manufacturer narrative:
Additional information (30-sep-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. No product non-conformance has been identified with the hcg assay or the dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation initial MDR 2517506-2021-00266 was filed (B)(6) 2021.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated human chorionic gonadotropin (hcg) result obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician(s) and questioned. A new patient sample was processed two days later and a lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated hcg result.